Event description:
It was reported that the pt had recently been experiencing difficulty swallowing, acid reflux, and swelling in the back of her throat following generator replacement and was referred to an ent who diagnosed the pt with left vocal cord paralysis. The ent specialist wanted the pt's vns to be disabled for an endoscopy. The neurologist disabled the pt's generator; however, the mother claims that the vns turned itself back on during the endoscopy. Attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect event date.